Event description:
Revision surgery - due to the surgeon converting from a hemi to reverse shoulder.

Manufacturer narrative:
The reason for this revision surgery was the conversion from a hemi to a reverse shoulder. The previous surgery and the revision detailed in this investigation occurred over 7 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) # (B)(4) associated with the part# 520-46-016, turon humeral head, neutral which documents a non-conformance states that out of 15 component lot, scratches and scuff marks noted in counter bore surface of 2 components and these 2 components in the lot accepted with a rework by standard production processes. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. The root cause of this complaint was converting hemi to reverse shoulder. There are many factors that may contribute to the event that are outside the control of (B)(4) are excessive range-of-motion, trauma, high impact forces due to a lax joint and alignment issues. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.